Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain.

Manufacturer narrative:
Date sent to FDA: 11/29/2017. (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a laparoscopic umbilical hernia repair surgery on (B)(6) 2013 and mesh was implanted. On (B)(6) 2014, the patient had a revision surgery due to complications and was found to have recurrent umbilical hernia with adhesions, along with mesh detached from the fascia along its upper edge. No additional information was provided.

Manufacturer narrative:
In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.